Event description:
The explanted generator has been received and analysis is underway but has not been completed to date. Also, information was received from the patient's neurologist that the patient is now deceased. This will be reported in report number 1644487-2018-00050.

Manufacturer narrative:
Describe event; corrected data; the patient's death was reported using a different manufacturer report number than what was stated in supplemental MDR #1.

Event description:
Product analysis for the returned generator has been completed. Contaminants were found on the trimmed edge of the pcba, and the battery was measured to be at 0.970 volts (confirming an eos condition). Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the premature end of life indicator. Also, the exported data from the physician's tablet was reviewed. A clear discrepancy was found between the measured battery voltage of 1.728 volts and the measured percentage of battery consumed (approximately 30%). The patient's death will be reported on MFR report number 1644487-2018-00148. No additional or relevant information has been received to date.

Event description:
It was reported to a case manager that the patient was scheduled for vns replacement as the vns generator's battery depleted prematurely. The device was less than 3 years old. The device is laser routed and a review of device history records for the generator shows that no unresolved non-conformances were found. The vns generator has since been replaced. The explanted device has not been received for analysis to date. Attempts for additional relevant information have been unsuccessful to date.